Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " the doctor was unable to see the needle on us and ended up going through the femoral. Patient had a retroperitoneal bleed. They also complained that the needle is not firm and it bends easily. They did have to hold pressure, put an alternative device on the site to stop bleeding plus give 2 units of blood. Pt had 10/10 abdominal pain due to the excess blood in the abdomen. Pt had to stay 2 extra nights in the ICU. No signs of symptoms of complications. No cp, sob, etc pt currently has been discharged home. Pt was an outpatient brought into the ER for stemi protocol."

Manufacturer narrative:
Qn# (B)(4). It was reported that a retroperitoneal bleed occurred and the needle was not visible during the procedure. No sample or angiographic images were returned for evaluation. Visual, dimensional, and functional inspections could not be performed due to the absence of a returned sample. Additional testing was also not conducted for this reason. A device history record (DHR) review could not be performed as no lot number was provided. A review of the instructions for use (IFU) identified potential adverse events associated with the device, including bleeding, hematoma, vessel perforation, and other vascular complications. Additional information was received indicating that the patient experienced a retroperitoneal bleed requiring manual pressure, use of a compression device, and transfusion of two units of blood. The patient remained hospitalized for additional monitoring and was subsequently discharged without reported ongoing complications. The reported issue could not be confirmed due to the absence of a returned sample and supporting imaging. Based on the available inf ormation, the root cause could not be determined. No corrective or preventive actions were initiated, as the probable cause could not be established. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the doctor was unable to see the needle on us and ended up going through the femoral. Patient had a retroperitoneal bleed. They also complained that the needle is not firm and it bends easily. They did have to hold pressure, put an alternative device on the site to stop bleeding plus give 2 units of blood. Pt had 10/10 abdominal pain due to the excess blood in the abdomen. Pt had to stay 2 extra nights in the ICU. No signs of symptoms of complications. No cp, sob, etc pt currently has been discharged home. Pt was an outpatient brought into the ER for stemi protocol."